Event description:
On (B)(6) 2021, the lay user/patient¿s son contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra2 meter did not power on. This complaint was classified based on the limited information obtained from the customer care agent (cca) during the initial call since the reporter disconnected the call. Further attempts were made to contact the reporter; however, they were unsuccessful. The reporter stated that the alleged power issue began on the subject device at an unspecified time a week prior to them contacting lfs. It is not known what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that at an unspecified time ¿last week¿ the patient developed symptoms of ¿felt hypo¿ as a result of the alleged issue and due to being unable to test with the subject device, the patient went to the hospital. The reporter was unable to provide specific details as to whether the patient received any treatment. At the time of troubleshooting, the cca established that the device was not being used for the first time at the time of the alleged issue and noted that there was no apparent misuse. The device did not turn on when the power button was pressed, nor did it power on after a test strip was inserted. Based on the information provided the meter battery did not need to be replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after being unable to obtain a blood glucose reading due to the alleged power issue with the device. Additionally, the patient was taken to hospital as a result of this.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.